Manufacturer narrative:
The sales representative that was present during the surgery, discussed with the doctor after the case, the importance of making sure when drilling the drill is perpendicular. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the hex head of the screw broke like it should, but the screw did not hold. There was approximately a 45 minute delay in the surgery.